Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was difficult to close the clips, which did not hold. The patient had to go back in the or because some clips did not hold on the cystic artery. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what is meant by difficult to close the clips? What formation did the clips look like upon immediate application to the patient? What formation did the clips look like upon return of the patient to the operating theatre? What procedure was done to correct the issue with the clips? What is the patient's condition?

Manufacturer narrative:
(B)(4). Multiple attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.